Event description:
It was reported that a balloon ruptured occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). Subsequently, a 1.20mm x 12mm emerge balloon catheter was advanced to the lesion and the balloon was inflated twice. During the second inflation at 10 atmospheres, the balloon ruptured. The device was successfully removed from the patient and the procedure was completed with another device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with an emerge shelf box. The batch number on the packaging and the device matched the batch number for this complaint. The catheter was visually and tactilely inspected; there was blood and contrast in the inflation lumen. Examination under magnification revealed a balloon pinhole over the distal edge of the markerband and distal tip damage. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the balloon damage. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon ruptured occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). Subsequently, a 1.20mm x 12mm emerge¿ balloon catheter was advanced to the lesion and the balloon was inflated twice. During the second inflation at 10 atmospheres, the balloon ruptured. The device was successfully removed from the patient and the procedure was completed with another device. No patient complications were reported and the patient's status was good.